Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete treatment of the capsulotomy that resulted in a radial tear during laser assisted cataract surgery. A vitrectomy was performed. Upon close inspection of the patient interface under the microscope, it looked like the patient interface had many defects and the objective was noted as having an opacity. Additional information requested.

Manufacturer narrative:
A company representative visited the site to evaluate the system. Per the service record, the representative thoroughly inspected the objective and found no foreign objects. Additionally, no damage was found with the objective. The representative verified the output power and system performance in the gel. The representative then provided surgery support to monitor the system. The representative verified depth and control point calibrations. No tags were reported in subsequent cases. The representative was unable to reproduce the capsulotomy issue. A number of non-system related factors could also contribute to the reported event. Patient anatomy, patient movement, and surgical technique could contribute to both the incomplete dissection and capsular tear. Without further information regarding the condition during surgery, contributing factors for the reported event could not be determined. No problem was found with the objective. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the dirty objective, incomplete dissection, and capsular tear could not be determined. (B)(4)